Event description:
It was reported that during a procedure using a Stryker AHTO 250-070-620 irrigation/suction set connected to a B. Braun Ecobag 0.9% NaCl 3000 ml tubing, the scrub nurse noticed a piece of gray plastic in the cup after purging the system.No serious consequences for the patient.Please note, the NaCl irrigation solution bag is not a Stryker product. It was alleged that this issue occurred when using the Stryker AHTO tubeset.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.